Event description:
Customer reports receiving a cut on (B)(6) 2009 while crushing direct check control vial. Customer reports not using protective sleeve required to activate controls for use.

Manufacturer narrative:
(B)(4). Manufacturer evaluation / investigation inconclusive due to insufficient information provided by user facility about the alleged device involved.